Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 5 of 5. The patient has not initiated therapy prior to connecting. A dummy tummy was not in use. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) cycled the power off and on. A system error 2367 occurred and the hp cycled the power again. The errors did not repeat. The hc was at "press go to start". The patient was not connected at the time of the alarm as the patient line had separated from the transfer set as the patient had inadvertently pulled it apart. Proper procedures were reviewed, and the patient would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.